Manufacturer narrative:
E1: initial reporter address: (B)(6). No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
On 09-feb-2026, a distributor contacted technical service to report that progressa frame (product code p7500a000536, serial number (B)(6)), it rises and lowers by itself. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.